Manufacturer narrative:
It is unknown if the eschar and pressure sore is related to prevena therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2015, the following information was reported to kci by the physician: the physician placed the prevena in the operating room with no issues. When he removed dressing 7 days later, there was no drainage in the tubing or canister. The drainage remained was in the foam and left the incision looking worse. According to the physician, there was no indications, i.e. Unit alarms, that the therapy was not working. On (B)(6) 2015, the following information was reported to kci by the physician: the prevena allegedly caused a pressure sore, eschar and loose fibrous tissue. The patient subsequently underwent two sharp debridements, the most recent on (B)(6) 2015. The date of first debridement is unknown. The physician reported that wound is healing. The prevena unit was discarded at the facility and the unit serial number was not provided; therefore, kci cannot conduct a device evaluation of the unit or a device history record review.